Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use, product code: qau , 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) address potential clinical procedure related complications, including a caution related to distention of the stomach: "precaution: ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure." The report indicates that the patient's gastro-esophageal transition area, where the perforation was found, was distended during the use of hemospray. The IFU also includes the following information related to the occurrence of perforation: [hemospray is] "also contraindicated in patients who have gastrointestinal fistulas, are suspected of having a gastrointestinal perforation, or are at high risk of gastrointestinal perforation during endoscopic treatment." The IFU indicates the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation." Prior to distribution, all hemospray endoscopic hemostat devices are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported the physician wanted to stop bleeding in a patient's stomach due to a malignant ulcer. The physician stated the patient had a stomach perforation which appeared after application of hemospray. Perforation was not at the tumor¿s site but due to hyperdistention at the gastro-esophageal transition area. It is unknown if the hemospray carbon dioxide application has contributed to the perforation. The perforation site was sewed successfully. An unintended section of the device did not remain inside the patient¿s body. The patient required repair of the perforation.